Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating at the insertion section peeled off due to physical stress. The root cause of this event was unable to be identified. The event can be detected/prevented by following the instructions for use which state: ¿preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information : please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. In addition, the following non-reportable malfunctions were found during the device evaluation: light guide lens broken; switch #1 does not function due to breakage; waterproof failure due to pinhole at bending section rubber; connecting tube dented; switch box worn out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus there was a leakage from the suction channel of the evis lucera bronchovideoscope. The defect was found during preparation for use in an unspecified diagnostic procedure, which was completed with a similar device. There was no injury to the patient, and there was no delay in the procedure. Upon inspection and testing of the customer returned device, the coating on the connecting tube was found peeled off (over 1mm2). This report is being submitted for the malfunction found during evaluation.